Event description:
Customer reports, back to back testing on the compact plus system with results of: 52mg/dl to 86mg/dl, 53mg/dl to 86mg/dl, 225mg/dl to 86mg/dl, 225 mg/dl to 52mg/dl, 225 mg/dl to 80mg/dl, 225mg/dl to 53 mg/dl, 225mg/dl to 75mg/dl. No quality controls were run. No adverse event reported. The suspect product was not returned to the manufacturer for evaluation.